Manufacturer narrative:
One cardiomems catheter assembly with proximal and distal end cut in half was received. The sensor was partially tethered on distal end, hub intact on proximal end and returned non-abbott guidewire was loaded through both portions of catheter assembly. The returned catheter outer diameter was found to be within specification. Visual inspection of the hub was found to be normal. Visual inspection of the skiving portion of the catheter identified that the sensor was partially tethered with the distal wire loop loose and the proximal still tethered onto delivery system. The tether wire that goes over sensor was also loose. Visual inspection of the sensor identified a bent wire loop. The returned sensor was also found to be within specifications. Visual inspection of the returned non-abbott guidewire identified a kink at the distal end. The guidewire was found to be conforming with od of 0.0175 to 0.018 inches. The event could not be reproduced and assessed for difficulty retracting and difficulty advancing due to the gross damage observed on catheter and sensor; consequently, the investigation was unable to determine the root cause of the event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure when the sensor delivery catheter was advanced through the right heart, the system would not progress past the ventricle as resistance was met. Multiple attempts were made. The physician then attempted to bring the sensor back to the sheath but resistance was met. The delivery catheter was cut and a new, 14fr sheath was used to retrieve the sensor. A 12fr long sheath was then used along with a second cardiomems delivery system and the implant was successfully completed. The cause of the advancement difficulty is unknown. The cause of the retraction difficulty was believed to be damage to the sheath. There were no adverse consequences to the patient.